Manufacturer narrative:
Device evaluation follow-up #2: the device was returned to animas and evaluated by product analysis on 10/02/2015 with the following results. All keypad button symbols worn; "contrast" button unresponsive; "up" "down" "ok" button presents with intermittent response; keypad removed; contamination present under all button contacts; "up" "down" "ok" button contact spring back inverted. Unrelated to the complaint, there is a dim display with a red character hue.

Manufacturer narrative:
Follow up #1 submitted 9/11/2015: a review of the complaint record indicated this complaint was received by animas on 8/10/15, not 8/19/15 as previously reported.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that all the keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.